Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for minor loosening in the tibia portion of the implant. The patient will be non weight bearing for 6 weeks, and a boot was used after that for another 6 weeks for healing.

Manufacturer narrative:
The reported event could be confirmed based on available medical record and health care expert¿s opinion. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed- there are clear signs of loosening associated to the tibial implant. It shows radiolucence, some small cysts and cavities especially anterior and lateral at the tibial component. The implant also migrated laterally and proximally. The pe cannot be assessed directly, but there are no clear signs of loosening or breakage of the implant. The talar component also shows some radiolucence and there are small cavities visible. This has to be regarded as a sign of loosening. Migration is also possible, but cannot be confirmed with the given information. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by cysts and cavities in anterior and lateral part of tibial component and cavities alongwith the talar component which resulted in migration of implant. If device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for minor loosening in the tibia portion of the implant. The patient will be non weight bearing for 6 weeks, and a boot was used after that for another 6 weeks for healing.